Manufacturer narrative:
The device has been returned, but the evaluation has not yet taken place. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center stopped producing an image during an unspecified procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, a non-reportable phenomenon such as minor scratches on the top cover was identified. The reported event was duplicated/confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of no image appearing could not be identified. However, it is likely the cause is related to a faulty patient board set (dr board). The faulty dr board is related to a defect associated with the operational amplifier circuit design change of the dr board. The circuit design of the operational amplifier of the dr board was changed because it did not meet the specifications (there was a possibility that a blackout might occur inside the mask of the 180 scope). The dr board design change was confirmed to have been made on april 16, 2018, and the modified products were shipped from june 13, 2018/june 14, 2018. This also confirms that the reported device was manufactured prior to the design change and shipment of modified products. Olympus will continue to monitor field performance for this device.